Event description:
Overdelivery reported. The pump was in use infusing a tpn solution of 1640 ml at 68 ml/hr followed by a keep open infusion at 1 ml/hr. The pt reports that the last two infusions completed approx. 2 hrs early. There were no adverse pt effects. The pump was switched out.